Event description:
During procedure, it was noticed that the talon device placed in the pt, had an xlie handle.

Manufacturer narrative:
The product was not returned to the manufacturer because the pt had a transmissable disease, hep. C. A video tape of the device was reviewed. The video clip shows that the needle had the design of a talon but markings of an xlie. The complaint was confirmed by the video clip. A corrective action was opened to correct this issue and a field action was implemented.